Event description:
The sales rep reported that during a rotator cuff repair that the tip of the customer's expressew needle had broken off after the expressew iii gun had been fired 1 time. The sales rep reported that it was not noticed immediately but only after attempting to fire the gun the 2nd time unsuccessfully. The surgeon removed the device to check why it had not worked to discover the tip of the needle was missing. The surgeon searched the joint spaces but did not find the broken tip. The surgeon completed the procedure with another like device with no patient consequences and searched the joint space again before closing but still did not find the broken tip of the needle. No x-rays were done, the surgeon was satisfied that the tip was either contained in the cuff or was outside of the patient. The sales rep reported that the procedure was delayed over 30 minutes due to 3 anchors pulling out. The surgeon implanted the 1st anchor , a fastin 6.5mm, which held securely. The 2nd, a fastin 6.5 mm anchor, and 3rd and 4th anchors , both swivel lock anchors by arthrex pulled out after insertion. The surgeon completed the procedure by preparing two new bone holes more distally and was satisfied with the fixation of these 2 anchors. 3 anchors were implanted in total. The sales rep reported that the bone quality was very soft. All the complaint devices were discarded. See associated medwatch # 1221934-2014-00174.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated nonconformance, with no link to this complaint, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint and one other dissimilar complaint for this lot of 596 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional complaint information be received in the future, this complaint file will be re-opened and updated at that time, and a follow-up medwatch report will be filed.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated nonconformance, with no link to this complaint, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint and one other dissimilar complaint for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional complaint information be received in the future, this complaint file will be re-opened and updated at that time, and a follow-up medwatch report will be filed.

Event description:
The sales rep reported that during a rotator cuff repair that the tip of the customer & apos;s expressew needle had broken off after the expressew iii gun had been fired 1 time. The sales rep reported that it was not noticed immediately but only after attempting to fire the gun the 2nd time unsuccessfully. The surgeon removed the device to check why it had not worked to discover the tip of the needle was missing. The surgeon searched the joint spaces but did not find the broken tip. The surgeon completed the procedure with another like device with no patient consequences and searched the joint space again before closing but still did not find the broken tip of the needle. No x-rays were done, the surgeon was satisfied that the tip was either contained in the cuff or was outside of the patient. The sales rep reported that the procedure was delayed over 30 minutes due to 3 anchors pulling out. The surgeon implanted the 1st anchor , a fastin 6.5mm, which held securely. The 2nd, a fastin 6.5 mm anchor, and 3rd and 4th anchors , both swivel lock anchors by arthrex pulled out after insertion. The surgeon completed the procedure by preparing two new bone holes more distally and was satisfied with the fixation of these 2 anchors. Three anchors were implanted in total. The sales rep reported that the bone quality was very soft. All the complaint devices were discarded. The following additional information was received by mitek complaints from our sales rep on (B)(6) 2014: the patient was a (B)(6) old female with very soft bone. She stated the surgeon did not do an x-ray as he felt if the needle fragment was still in the patient it was contained within the tissue and he would not remove it as it would do more harm to the patient than leaving it in. See associated medwatch # 1221934-2014-00174.